Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin pump error alarm noted during the testing. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected insulin pump error alarm noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio/vibrate anomaly or absence of audio, vibrate alarms noted. However, hardware low level failure alarm (variable 0e) was found in the formatted history file due to pmc failure. Problem isolated to the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and had multiple pump errors and insulin pump was vibrating. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. Customer stated that the display did returned after insulin pump got restart. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.